Event description:
While trying to remove a polyp from the patients colon using the valley lab cautery machine was not working properly. Switched to an erbe cautery generator machine and still had the same issue would allow to make one or two cuts then stopped working. Switched out cables, grounding pads, and snares. All single use items were replaced as well as changing the cautery unit.